Event description:
Event has been reported to have occurred approximately two months ago during an lsh. The pt complained of a vaginal discharge. It was then discovered the kph cup had been left in the pt. The koh cup was removed by a different physician than the original lsh.

Manufacturer narrative:
In keeping with good medical practice, the physician is responsible to ensure all non- implantable devices are removed from the pt.